Event description:
My CPAP machine a phillips dreamstation 2 overheated became hot with a burning smell while plugged in but not turned on had to remove and discard the machine for potential fire hazard.